Event description:
Posterior needle missing. The cardiologist attempted arteriortomy closure with a techstar xl 6 fr pvs device. The posterior needle did not present on deployment and apparently missed the barrel. Needle back- down was not successful. Under cine, the cardiologist used hemostasis to access and remove the posterior needle. The device was pulled out and the pt went to successful manual compression. This occurrence is being reported because previous incidences of unsuccessful needle back- down have led to reportable occurrences.